Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and device displayed pace impedance measurements greater than 2000 ohms. All other lead measurements were noted to be normal. The system will continue to be monitored. There were no adverse patient effects reported.